Manufacturer narrative:
Review of instrument images: sample (B)(4) ran in batch (B)(4) on (B)(6) 2016 resulted in a negative antibody screen. Cell 2 appears visually positive the customer was made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactivity when testing a patient sample having a known anti-e on the galileo echo instrument.